Manufacturer narrative:
Siemens filed the initial mdr2432235-2022-00281 on 21-oct-2022. Additional information (27-sep-2022): the siemens customer service engineer (cse) was onsite, powered off the atellica sample handler prime system, and performed services which included replacing the process center computer (pcc) and swapping the solid state drives (ssd). The cse restored the power on the atellica sample handler prime system, verified the system performed as expected, performed a database (db) backup, and noted the atellica system was fully operational. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR on 21-oct-2022. Siemens filed the first supplemental MDR on 24-oct-2022. Additional information (18-jan-2023): siemens reviewed the information provided and noted that a current alarm triggered on the external uninterruptible power supply (ups) and resulted in an automatic power down of the atellica sample handler prime. Troubleshooting performed by the siemens customer service engineer (cse) determined the process control computer (pcc) was the cause for the ups alarm. As mentioned in the first supplement report, the cse replaced the pcc, and the performance of the atellica sample handler prime was verified and operating as specified. The atellica solution is manufactured to comply with both tüv (technischer überwachungsverein, technical inspection association) and international electrotechnical commission (iec) standards for safety. Electrical components may produce a burning smell upon failure without risk of fire. Siemens concluded that the cause of the pcc malfunction is unknown, and no further evaluation was required. Section h6 (investigation conclusions) was updated to reflect the additional information.

Manufacturer narrative:
A siemens customer service engineer (cse) reported arcing/sparking and detected a smoke odor when external power was applied to the process center computer (pcc) of the atellica sample handler prime system. The cse performed troubleshooting to identify the cause of the external uninterruptible power supply (ups) alarm. The cse moved the atellica sample handler prime system's power plug to an external ups used by the adjacent module, removed alternating current (ac) loads, and then added each load at a time. The ups produced a current limiting alarm after installing the pcc power cable. The cse removed the pcc, plugged it into a wall receptacle, and noted the device did not energize and a burning odor emitted from the pcc. The cause of the event is unknown. Siemens is investigating the event.

Event description:
A siemens customer service engineer (cse) determined the atellica process center computer (pcc) power supply malfunctioned, triggering an over-current alarm on uninterruptible power supply (ups) devices, resulting in a power down of the atellica sample handler prime system. The cse observed arcing/sparking and detected a smoke odor when external power was applied to the pcc. There was no report of injury or harm to the cse or operator on the day of the event. At the time of the event, the customer was not using the system to report patient results. There are no known reports of adverse health consequences due to the observed arcing/sparking and the smoke odor emitted from the power supply.